Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. The reported patient effect of tissue damage/mitral valve injury as listed in the mitraclip g4 system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported entrapment of device was due to a combination of challenging anatomy (anterior prolapse, thickened calcified chords) and operational context. Since the grippers were actuating as intended during the device preparation, but one of the grippers would not lower after the clip got caught under the valve; the reported single gripper actuation issue was related to procedural conditions. The reported foreign body in patient was a result of entrapment of device as the clip had to be deployed in an unintended location (only on the anterior leaflet). The reported unexpected medical intervention was a result of case specific circumstances as the clip stayed caught under the valve even after troubleshooting and the clip had to be deployed as is. The reported unspecified tissue injury was a cascading effect of the reported entrapment of device. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip entanglement. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip was implanted. To further reduce mr, a second clip delivery system (cds) was advanced, however the clip got caught under the valve and the posterior gripper stopped dropping. A small leaflet flail is suspected due to the clip entanglement. The clip had to be deployed on the anterior mitral leaflet only. Mr was reduced to 3. No additional information was provided.